Event description:
The customer reported that while positioning the antenna in the pt tissue, the antenna broke during application prior to activation. The antenna was removed fully intact from the pt and a second antenna was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.